Event description:
According to the reporter, during a laparoscopic gastroplastia procedure, the device was unable to fire, had poor staple formation and the jaws locked on tissue, the handle stopped when the reload start firing, the surgeon need to cut the reinforcement of the reload, the problem lead to an incomplete staple line. In order to resolve the issue, a new device was used and the surgeon had to manually complete the case. The surgery was extended for 45 minutes due to the issue. No patient injury.